Manufacturer narrative:
(B)(4). PMA/510(k) number: pre-amendment. Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a pacemaker placement procedure via an unspecified subclavian vein, the physician was unable to advance the sheath over the wire guide of the micropuncture transitionless access set. The complainant felt resistance, as if the wire guide was lodged inside the sheath. Per the complainant there was no difficulty upon insertion of the complaint device; there was no scarring, calcification, or tortuosity of the patient's anatomy noted. A second micropuncture transitionless access set was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return of the device to the manufacturer, unraveling of the wire guide was observed.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the inner dilator was unable to advance over the wire guide; this was due to a portion of the coil appearing damaged, and being separated distal to the solder of the mandril. Production also confirmed that the device appeared separated. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.